Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon testing unit, the fse was unable to reproduce the reported issue. The unit had "gas loss" warnings in the event logs during extended use on a patient. No hard faults were found in the logs & was able to perform all tests during the pm process. The unit passed all tests performed and was returned to the customer in good working conditions.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit displayed gas leak alarm. There was no patient harm reported .